Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy and the device was unable to enter MRI mode due to high impedances on the s1 lead. Programmer displayed error message 'MRI is not advised, there may be a problem with the implanted leads'. Troubleshooting including postural changes (sitting, standing and laying down) was attempted to no avail. Surgical intervention was undertaken wherein the s1 lead was explanted and replaced. Therapy was restored post-op.